Event description:
Reporter indicated an unknown vns patient had developed swelling and a red rash over the generator site area. Antibiotics were prescribed as an intervention. Attempts for further information from the reporter are underway.